Manufacturer narrative:
Analysis of the patient programmer (s/n: (B)(4)) found the complaint to be unverifiable. Product ID :97740, serial#: (B)(4): product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain and post-herpetic neuralgia. A poor communication was reported on the patient programmer (pp). It was reported the patient could communicate using the ins recharger. The patient was reviewed to unplug the pp antenna and place pp directly over the ins, on skin, sync. The poor communication issue was reported to be resolved with troubleshooting. The patient reported that they have had issue with the pp not making connection with the ins and the pp doesn¿t connect with ins with antenna since 2017. The patient reported having increase of pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on (B)(6) 2017. The patient stated that the cause of their pain was an adjustment to the device programming. The patient stated that programming the device solved the problem at the time. No further complications were reported/are anticipated.